Manufacturer narrative:
Batch review performed on 05-may-2026 lot 2525687: (B)(4) items manufactured and released on 28-jan-2026. Expiration date: 2030-dec-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available, no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing-related issue.

Event description:
Revision surgery due to acetabular cup malpositioning after about 1 month from primary. The acetabular components and femoral head were explanted and replaced with cemented components and a dual mobility bearing.